Event description:
The patient's mother called to say that the patient had been taken to the ER with a high bg. The mother did not know how to operate the pdm and was unable to provide history from it. She further stated that the ER nurse said her bg was "over 600" upon admission. The pod had been thrown away by the time of the call and is no longer available for return.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.